Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified no apparent malfunction with the implant. Signs of use were present. Product matched print specification when measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. It was noted on the product experience report (per) that the patient has (moderate density) type ii bone. The reported device was being placed on tooth # 13 and was used for approximately 11 months and 23 days. The customer did not provide any pictures or x-rays. A device history record (DHR)review was performed and no related deviations or nonconformance's were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant lost integration due to peri-implantitis at the implant site and that the implant had moved into sinus. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes,

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant lost integration due to peri-implantitis at the implant site. The implant had moved into sinus with significant sinus disease present. Buccal bone loss on the buccal as well around implant. The implant was subsequently removed.